Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot manufacture date is unknown. Block h6: imdrf device code a0501 captures the reportable event of electrode detached. Block h11: the returned orise proknife was analyzed, and it was observed that the device was returned without any visible failure. After a functional and microscope inspection, it is observed that the electrode was detached. The reported event was confirmed. With all the available information, boston scientific concludes that procedural factors, such as the length of time used, power settings required, handling technique, and/or tissue composition likely resulted in the electrode damage, and subsequent use of the electrode resulted in the detachment. Therefore, the most probable conclusion code is adverse event related to procedure.

Event description:
It was reported to boston scientific that an orise proknife was used in the colon during a colorectal endoscopic submucosal dissection (esd) procedure was performed on (B)(6) 2024. During the procedure, the electrode of the orise proknife was dislodged. It is unknown how the procedure was completed. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot manufacture date is unknown. Block h6: imdrf device code a0501 captures the reportable event of electrode detached.

Event description:
It was reported to boston scientific that an orise proknife was used in the colon during a colorectal endoscopic submucosal dissection (esd) procedure was performed on (B)(6) 2024. During the procedure, the electrode of the orise proknife was dislodged. It is unknown how the procedure was completed. No patient complications were reported as a result of this event.